Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 c-ring would not retract and arm was defective. It is unk how the procedure was completed. The hospital did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.